Event description:
It was reported that the head of locking screw sheared off. Patient outcome: the report indicates that the patient outcome was good. No adverse effects have been reported as a result of this event.